Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's implant op report only. Without a lot number a review of the manufacturing records could not be conducted. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6)1993 - the patient was diagnosed with post-hysterectomy vault prolapse and stress urinary incontinence. The patient underwent an anterior/posterior vaginal repair, modified suburethral "marlex" (bard/davol flat) sling, sacrospinous vault suspension with maxon sutures, cystoscopy and insertion of suprapubic cystocath. Operative dictation notes "the suburethral sling was then fashioned with a two by six cm piece of marlex mesh, which was laid over the bladder neck such that each end of the sling reached into the ipsilateral peri-urethra tunnel" mesh is also noted to have been tacked down at the bladder neck. There was no evidence of an enterocele. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.